Manufacturer narrative:
The ipg was discarded by the medical facility, and will not be returned to bsn for eval.

Event description:
A report was received that during a routine f/u visit with the physician, the pt's pocket site opened. There were no signs of infection, but the physician did not want to risk infection and decided to explant the ipg. The physician irrigated the wound and closed the pocket site, but left the lead implanted. The pt was reportedly doing well following the procedure.